Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: so, it was determined that the event was caused by dermabond prineo. After the surgery, the primary doctor heard from his relatives that he has sensitive skin. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an elbow orthopedic procedure on an (B)(6) 2024 and topical skin adhesive was used. Pruritus started on him from (B)(6) 2025, but he did not think it was serious and ignore it. The pruritus spread to his entire body, so he visited the hospital on (B)(6) 2025. The doctor who treated him at that time removed the mesh patch and had him see a dermatologist. At that time, the rash come out at the mesh patch, after removing it, there was no rash at the mesh patch area. However, he continues to complain of pruritus on his entire body when he sweats so far. The patient is a member of the baseball, so he sweats every day, and the pruritus occurs every time he sweats. The primary doctor thought that it was caused by the patient's constitution. No sample will be returned. Further details are not provided. No product returning. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. "Is photo available of patient reaction? No. Was any prescription strength medication prescribed? Please specify?unk. Was any surgical intervention performed?no surgical intervention. Were any cultures taken? Results?no. Please describe how was the adhesive was applied.normally. What prep was used prior to, during or after adhesive use? ¿no. Was a dressing placed over the incision? If so, what type of cover dressing used?¿unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?although the details are unclear, the patient had sensitive skin. Is the patient hypersensitive to pressure sensitive adhesives? Although the details are unclear, the patient had sensitive skin. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, date of birth; bmi unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions) although the details are unclear, the patient had sensitive skin. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. Product lot of product used? =>unk. Current patient status. =>itchy whole body when the patient sweat name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon believes that this event was mainly caused by patient constitution is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate